Manufacturer narrative:
D4: UDI: n/a as this product code is bulk product. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: head perfusionist. The actual sample was not returned. The manufacturing and shipping inspection records of the actual product showed no anomalies. Additionally, the past complaint file revealed no other similar reports for the product with the product code and lot number involved. Based on the investigation result, no anomaly was found in the manufacturing records. Since the actual sample could not be investigated, it was not possible to clarify the cause of occurrence. To clarify the cause of the occurrence, we request your cooperation in obtaining the actual sample. The instructions for use (IFU) for the capiox fx25 include the following warnings, method of operation, and precautions regarding gas transfer failure: start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows: a. Control pao2 by changing the concentration of oxygen in the ventilating gas using a gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. Upon patient rewarming, adjust o2 concentration, gas flow rate, and blood flow rate by increasing them as needed based on an increase in the patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that achieving acceptable pao2 levels required unusually high fio2 (>70%) with the fx25 device. This occurred three times, necessitating unexpectedly high fio2 settings to obtain acceptable pao2 levels. Despite this, the procedure was completed successfully without changing the product. The product malfunction did not cause or contribute to any injury, temporary or otherwise, nor did it result in death. There was no reported blood loss due to the issue. The problem occurred during cardiopulmonary bypass, with three instances noted.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section b4, as the incorrect date was inially provided on the initial report. The correct b4 date should have been february 17, 2025.